Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ tip syringe malfunctioned during use as it was found leaking between the needle and the hub. There was no report of injury or medical intervention.

Manufacturer narrative:
The lot was manufactured in line 6 in 3 shifts for a total of 24 hours. Production is monitored through the frequency rit0225ctis01-04 rev. 17 . Characteristics in printing, assembly and packing are evaluated during the frequency, they take 40 pieces per hour completing a total sample size of 960 pieces. This process has a limit of acceptance of 0 and rejection of 1. No non - conforming parts were registered. It is important to mention that the product does not have a needle. The lot was inspected with both functional as well as satisfactory results. Probably the device was used with an incorrect needle, the luer- lok design has a rope around the tip that allows to screw and secure the needle perfectly, it is compatible with all the hypodermic needles of bd, there are no photographs or samples to be able to better evaluate the compliant, additional the lot was manufactured in plant but this does not include the needle. In conclusion the complaint is not confirmed. DHR- in the review of the batch records there are non- conforming pieces reported during the monitoring in the frequency control and additionally the lot was inspected according to the current work instructions with satisfactory results fot rhe characteristics required for its approval including functional tests, it is important to mention that the product is without needle.